Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen is damaged due to an impact. Additional information was requested by the fse if the impact was from a fall and it device was attached to a roll stand/wall mount. The device was in clinical use at the time the reported issue was discovered. There was no reported patient or user impact.

Event description:
After further investigation this was deemed not a reportable event with philips. The customer reported that the screen is damaged due to an impact. The device was in clinical use at the time of the event, no adverse event or patient harm was reported. The philips technical consultant (tc) went for onsite service and found out that the device was attached to an rollstandand the nurse accidentally dropped it. The screen had to be replaced. There was no malfunction of the philips device. The device has been dropped by the user.